Manufacturer narrative:
(B)(4). The lot was manufactured november 10, 2014-november 11, 2014. The device was received for evaluation. A visual inspection was performed with particulate matter noted. The cause of the issue could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black mark on the reservoir. The device was filled with an unspecified amount of fluorouracil. This occured during storage of the device. There was no patient involvement. No additional information is available.